Event description:
It was reported, that stent damage occurred. During the intention to cross the lesion, a guide extension was placed. A 3.00 x 24mm synergy xd stent was advanced for treatment. However, the stent became stuck inside and the struts were damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3. Date of event: used the first date of the month of the aware date. As no event date was provided. Device evaluation by MFR.: the synergy xd mr us 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed, no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured. And was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed, no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section, found no issues along the shaft polymer extrusion. A test guidewire loaded successfully. No issues were identified, during the product analysis.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. During the intention to cross the lesion, a guide extension was placed. A 3.00 x 24mm synergy xd stent was advanced for treatment. However, the stent became stuck inside and the struts were damaged. The procedure was completed with a different device. No patient complications were reported.